Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the error alarm occurred during bolus. Customer stated that the insulin pump screen was frozen and only some of the buttons were responsive. Blood glucose level was 143 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that no button response due to corroded keypad traces. No frozen screen noted. Unable to verify battery out limit due to button/keypad anomaly. The insulin pump was received with cracked display window corner, reservoir tube lip, and minor scratched display window.